Event description:
Subsequent to the filed initial report, additional information provided: reportedly, a cuff miss was noticed with the first proglide device. Another proglide device was used to close the site; however, it was found to close off the artery. Procedure converted to surgery with general anesthesia. Surgery was used to open the artery and achieve hemostasis. There was a clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a cranial artery percutaneous transluminal angioplasty procedure. Reportedly, a cuff miss was noticed. Another proglide device was used to close the site; however, it was found to close off the artery. Surgery was used to open the artery and achieve hemostasis. No additional information was provided.